Manufacturer narrative:
After further review of additional information received the following sections d4, g1, g3, g6, h2, h3 and h6 have been updated accordingly. (H3) per manufacturer internal investigation findings, the pin of the ergo impactor handle, that retains the ball and spring mechanism, became dislodged due to a failed weld holding in the retaining pin. The investigation showed the weld failed due to an insufficient weld call out on the engineering prints which lead to confusion between exactech and the manufacturing. Additionally, the manufacturer's process contributed to the weld failure. The manufacturer removed the filler material of the weld during post-processing/finishing of the device via a manual process. Section d10: device available for evaluation.

Manufacturer narrative:
*The following sections have corrected information: h6 - type of investigation, investigation findings, investigation conclusion h3 - the primary root cause of the ball detent feature remains as ¿material¿ as identified in a CAPA revisions 2 and 3. Specifically, the previous revisions of the engineering drawings for the ergo and gps shoulder impactor handles referenced dimensions for the internal depth of the bore as well as a spherical radius to create the smaller diameter end opening for retention of the detent ball. Use of internal bore dimensions required an inspection method that may have contributed to damage and did not provide a method for dimensional inspection after assembly that may have resulted in non-conforming product being released to the field. However, as there have now been two failures of devices with the updated design specifications, the root cause statement for the ball detent failures in the CAPA is being updated to also include to document these complaints and note that the failure to fully inspect the feature leading to additional complaints. The design does not identify the ball protrusion after assembly as a critical feature and therefore, does not require inspection. Prior to the CAPA rev 3, exactech was not inspecting this feature at 100% and the supplier is currently not inspecting at all.

Event description:
As reported, during impaction, the ball bearing is missing and will no longer hold impactor tips. There were no fragments or pieces that fell into the patient. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain photos/x-rays. The device will be return.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt